Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the renal artery. A 7.0mmx19mmx150cm express vascular sd stent balloon expandable was advanced for treatment. However, during the procedure inside the patient. The stent was dislodged. The procedure was completed with another of the same device. No complications were reported, and the patient condition following the procedure was stable.

Manufacturer narrative:
A2 age at time of event: 18 years or older.

Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination showed no abnormalities or damages. Inspection of the remainder of the device presented no other damage or irregularities. Functional testing was completed by inflating the balloon to nominal pressure with no issues.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the renal artery. A 7.0 mm x 19 mm x 150 cm express vascular sd stent balloon expandable was advanced for treatment. However, during the procedure inside the patient. The stent was dislodged. The procedure was completed with another of the same device. No complications were reported, and the patient condition following the procedure was stable.